Manufacturer narrative:
The lead was discarded by the hospital staff and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting loss of capture. The lv lead had dislodged. A revision procedure took place and the lead was successfully explanted and replaced. There have been no adverse patient effects reported as a result of the revision procedure.